Event description:
It was reported, "outside packaging seemed to be melted on to the sterile internal packaging".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.